Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia while using the ilet system, including an event with a reported glucose of 40 mg/dl that occurred after alcohol intake and campfire snacks, during which the pump reportedly did not alert and the user experienced a seizure; lows were treated with oral carbohydrates, including a sugared soda, and the user intermittently paused insulin to prevent further lows, while the healthcare provider had advised using small carbohydrate amounts for treatment. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.